Manufacturer narrative:
The customer's meter was received for investigation. The meter¿s circuit board was tested for damage or contamination and it was found the printed circuit board (pcb) was contaminated. The root cause is determined to be contamination of the contacts due to improper handling or maintenance by the customer.

Event description:
The initial reporter complained of a display issue on a coaguchek xs meter that started on (B)(6) 2019. The customer complained that the segments making up the year were very dim on the meter. Upon completing a display check, the customer stated one of the segments from the first "8" in the results field was missing. The customer also stated the meter initially didn't turn on and the batteries were replaced. No questionable results were obtained due to the display issue at it was just noticed by the customer today and no tests were run on the meter. There was no allegation that an adverse event occurred. The meter was requested for investigation.